Manufacturer narrative:
Initial reporter facility name: (B)(6). Manufacture date: october 14, 2016 ¿ october 18, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event occurred with a large volume infusor after filling with solution. There was no patient involvement. No additional information is available.